Event description:
It was reported that during a device upgrade, when the physician was gaining access into the coronary sinus, the wire accidentally perforated the pericardium. Staining of the heart was visible under fluoroscopy. The patient¿s blood pressure remained stable. After several attempts, stable thresholds could not be obtained. Due to the perforation, the physician decided not to proceed. The left ventricular (lv) lead was clipped and inserted into the new pacer, as an is-4 plug was not available. The patient¿s blood pressure remained stable. The patient was asymptomatic before, during, and after the procedure.